Event description:
It was reported the device alarmed non-stop. No patient injury was reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated, visual inspection performed and found chipped top case corners, cracked right plunger case. After reviewing the event history log primary audible alarm post was found. After running tests the reported issue cannot be duplicated, paa error. No repair needed for reported problem since no problem was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.